Event description:
Customer requested part number for power supply. The replacement of the power supply could indicate a possible malfunction of the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.